Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic surgery for gastric cancer, while cutting and suturing the small intestine, the stapler was not able to fire, the surgeon was able to press the green button and the handle did not squeeze. A new reload and handle were replaced and the cutting and closing process were successfully to complete the case. There was no patient injury.